Event description:
The patient was revised because of loosening.

Manufacturer narrative:
Examination of the submitted device revealed evidence confirming micromotion in vivo. The investigation could not draw any conclusions about the root cause of the loosening; however, no appreciable retained bone was found on the porous coating of the stem. Lack of bony ingrowth could suggest poor fixation. No evidence was found suggesting product error was a contributing factor and the need for corrective is not indicated.